Manufacturer narrative:
The insulin pump was received with battery cap broken off from battery cap threads. It alarmed failed battery test after battery insertion due to corroded battery tube. The displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests could not be performed due to the failed battery test alarm. The device was also received with cracked battery tube threads, scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip. No broken battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has physical damage. The blood glucose at the time of the incident was 256 mg/dl. The customer stated that the top part of the battery compartment broke off and the insulin pump was functioning at the moment but she would not be able to change the battery when needed. Troubleshooting was not able to resolve the issue. The device was returned for analysis.